Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient got a bladder infection two days after the implant. The patient reported they just got off the medication a week ago before the report. The patient stated they were still having a burning feeling inside when they sat or laid down, and they had to sit a certain way, so it didn¿t hurt. It was noted that the patient did not provide a date for this. The patient reported that the infection was gone, but the burning feeling and ¿whatever feeling that was penetrating somehow when walking and laying down¿. The patient could not review what was happening, and noted they had a cream for the burning in the vaginal area. The patient was redirected to their healthcare provider. No further complications were reported.